Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by benchmark clinical study, during a transfemoral tavr procedure with a 26mm sapien 3 valve, a moderate aortic leak was observed due to the high position of the valve under the left common trunk. The valve was observed to be tilted and not coaxial with the major axis of the aorta. The implant was considered successful. However, the patient suffered from phasic disorders and left hemiparesis. Per CT results, a complete right ischemic stroke was diagnosed, and medical therapy was provided. On post operative day (pod)16, the patient passed away due to clinical degradation.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malpositioned thv, deployed valve exhibits paravalvular leak, and deployed valve exhibits central regurgitation were confirmed based on medical report. As reported, 'an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach, moderate aortic leak (grade 2) was observed linked to a high position of the prosthesis under the left common trunk due to a tilting of the prosthesis, which was not coaxial with the major axis of the aorta'. In this case, medical record revealed tilted orientation of implanted thv, which suggests non-coaxial thv positioning prior to deployment. Per training manual, ensure coaxial thv positioning via flex-wheel manipulations during thv positioning while using multiple angiographic vies to aid in coaxial positioning. Furthermore, per the training manual, 'release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position.' The non-coaxial thv positioning likely had an impact on the valve deployment characteristics causing it tilt towards the aorta, leading to malpositioned thv. As such available information suggests that procedural factors (valve positioning and deployment technique/ thv malposition) may have contributed to the reported complaint event. Due to the valve being implanted too high ( tilted), it is likely that the pvl skirt was unable to properly seal against the native annulus, resulting in paravalvular leak. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valves). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. In this case, valve was implanted too high. Thv malposition can result in improper leaflet function due to native leaflet overhang, leading to central regurgitation. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.